Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance due to possible fracture as well as oversensing short interval counts (sic). The lead was programmed off until it could be explanted and replaced. No patient complications have been reported as a result of this event.